Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom ''upstream occlusion'' was verified through the a review of the event history log by the presence of multiple "upstream occlusion!" Which was reproduced while running max rate test. Evaluation revealed that the cause was damaged ultrasonic sensor teflon tape cover. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.